Event description:
Drive devilbiss healthcare was notified of an incident involving an electric homecare bed by the end user's sister, who reported that the end user was trying a new bed and fell out of it. The end user's sister believes the space between the top and bottom bed rails is too far apart, and that the bed is too narrow, and that those issues caused the end user to fall out of the bed. There was no report of any defect or malfunction of the bed. The end user sustained a neck injury and bruises, and was taken to the hospital and released that evening. The sister also reported that the end user could not move her head and was slurring her words, which she did not do before. The end user passed away 2 days after the incident. The end user's sister will not return the device for evaluation. An update will be filed if additional information becomes available.